Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(4) 2005.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that patient's generator was replaced due to battery depletion on (B)(6) 2012. Review of programming history data in the programming history database by the manufacturer identified high lead impedance result with the newly implanted generator.